Manufacturer narrative:
(B)(4).the sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check lines and bags alarm during the prime on the homechoice machine (hc). The home patient(hp) stated they found the connection to the supply bag wasn't secure while in the prime. The technical service representative(tsr) advised the home patient(hp) to reset up again with a new cassette and bags to resolve the issue. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the check lines and bags alarm was not confirmed. The root cause was not identified.